Manufacturer narrative:
Batch review performed on 10-jan-2022. Lot 2201698: (B)(4) items manufactured and released on 10-mar-2022. Expiration date: 2027-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional item involved in the event, batch review performed on 10-jan-2022. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot: 2118304. Lot 2118304: (B)(4) items manufactured and released on 13-apr-2022. Expiration date: 2027-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.